Manufacturer narrative:
The unit was returned for failure analysis and the reported failure (error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting activation had been interrupted on erbe an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the erbe to resolve the issue. The erbe iesu has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy procedure, the customer informed the technical support engineer (tse) that they had a message activation has been interrupted message on the vio dv 2.0 integrated electrosurgical unit (erbe) and a c-34 error. The customer stated before calling in they had rebooted the erbe and changed monopolar energy cable and the issue remained. The tse viewed system logs and confirmed the c-34 error hf voltage too low in on state. The customer stated the grounding pad icon was green and they didn¿t have any red question marks on the erbe screen. The tse recommended trying another reboot on the erbe. The customer continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed they did all the troubleshooting the tech support recommended, and they still had the error. The used the intuitive surgical cord with the third-party bovie to connect to the vision tower. The case was completed with the third party bovie generator. The field service engineer came to replace the erbe. There was no harm to the patient.